Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the distal guidewire tip of the single use mechanical lithotriptor was broken. The issue occurred during preparation for use for an unspecified therapeutic procedure, which was completed with a similar device with no reports of delay. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated d9 model number, serial number, return date, h3, h4, h6. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the guide wire distal end did not meet strength specifications due to suboptimal molding conditions during manufacturing. The event can be prevented by following the instructions for use (IFU) which state: "when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire. This may damage the distal tip." Olympus will continue to monitor field performance for this device.